Event description:
Consumer reported tampons shred inside her. No injury reported.

Manufacturer narrative:
Method - review of mfg records conducted. Conclusion - review of records indicated there was no problem found for the inspection lot.